Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Use of lovenox medication has not been validated for testing on inratio products. This may contribute to inaccurate inr results or testing errors. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2014, inratio: 3.5, lab: 1.5. Time between tests: unk. Therapeutic range: 2-3. Customer was milking finger after fingerstick; sample not applied immediately after fingerstick. Patient is on fluid restrictions.